Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicted the device was working properly.instructed to change infusion set, try a new vial of insulin and rotate the insertion site.